Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: cause of loosening could not be determined due to insufficient info. Eval: no product or x-rays were returned for eval. No lot number was provided; therefore, mfg records could not be reviewed.

Event description:
It is reported by the surgeon that approx 1-2 yrs post-op, lucencies were visible on post-op x-rays. The devices were revised due to loosening. The surgeon attributes the loosening to either the porous material or inadequate fixation of the gold mis cutting blocks which led to a less then optimal bone cut/implant fit. The surgeon encourages his pts to weight bear immediately and usually discharges them from the hosp within 2 days after surgery. Implant and explant dates are unk.